Manufacturer narrative:
Investigation is in process. Ecolab-microtek has not received a defective product from a customer for review/evaluate as yet. This report is an initial report for 30 days. Ecolab-microtek will submit any follow-up report with one month of the day the information is received as the root cause determination and investigation of the incidents continues. Follow-up report 9/16/2015: ecolab microtek has not received additional information from (B)(6) since last initial reported on 7/29/2015. Manufacturer was reviewed DHR and it was seen that this lot had (B)(4) pieces and it was manufactured on 4/13/2015. One defected code 32 was found (piece of hair) and reported during in process inspection. No defects reported during packaging or final inspection. This product was inspected and conducted the leak test at 100% and the results were met the specification. Ecolab microtek's complaint department has contacted (email) to (B)(6) at two times per the following dates: (B)(4) 2015. There has been no response from (B)(6) to the ecolab microtek's complaint department. Since no device was returned for analysis the root cause for the event has not been determined.

Event description:
The adverse event was happened in (B)(6); during the procedure, the drain was"leaking and permits air to pass to the body".

Manufacturer narrative:
Investigation is in process. Ecolab-microtek has not received a defective product from a customer for review/evaluate as yet. This report is an initial report for 30 days. Ecolab-microtek will submit any a f/u report with one month of the day the info is received as the root cause determination and investigation of the incidents continues.

Event description:
The adverse event was happened in (B)(4); during the procedure, the drain was "leaking and permits air to pass to the body".